Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the cable has a puncture causing the user's report of failed leak test. There is no image due to faulty cable unit. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during reprocessing of a 4k autoclavable camera head, it failed the leak test. There was no patient contact/impact related to this occurrence.

Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: do not clean, disinfect or sterilize this product with tweezers, forceps, scalpels, etc. If there is a hole in the camera cable, and water leakage may destroy the electric circuit inside the product. Conclusion: the definitive cause of the puncture holes in the device has not been established. It is presumed that the device was washed, disinfected, or sterilized with tweezers, forceps, scalpels, etc. And a hole was left in the camera cable allowing the electrical circuit inside the product to be damaged due to water leakage.